Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device parameter was broken, stating that the monitor was not pumping. It was also indicated that the sensor was showing spo2 reading of 94% with 100% oxygen. The sensor was replaced. There was no allegation of patient death or serious injury.